Event description:
It was reported that the customer experienced a blood glucose (bg) of 53 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, however, customer maintained that the pump did not function as intended and refused to acknowledge feedback provided by cts. No additional patient or event information was available.

Manufacturer narrative:
B5: it was reported that the customer experienced a blood glucose (bg) of 53 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, however, customer maintained that the pump did not function as intended and refused to acknowledge feedback provided by cts. No additional patient or event information was available. B5: it was reported that the customer experienced a blood glucose (bg) of 53 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, however, customer maintained that the pump did not function as intended and refused to acknowledge feedback provided by cts. No additional patient or event information was available.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 53 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.